Event description:
It was reported that on random occasions the subject device would occasionally "beep" with error messages, or sometimes turn off with no outward symptoms. There have been no reports of any injury connected with these events. The hosp biomedical engineer thoroughly evaluated the unit and found it to function properly.